Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
The customer reported via phone call that multiple sensor errors have been received during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor and customer was advised on proper insertion techniques and to try a different site for insertion. The customer was also advised that the test plug procedure passed and to reinsert a new sensor. The customer was advised that the sensor would be replaced and to return the product for analysis.